Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached depression. Outer insulation breached cut and the lead was stretched. The full lead in segments was returned and analyzed. (B) (4) outer insulation breached and lead stretched. The full lead in segments was returned and analyzed.

Event description:
The leads were returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.